Event description:
The home patient (hp) stated that she noticed a kink in one of the bags during prime. The hp further stated as she noticed the kink, she pulled the spike out. The technical service representative (tsr) advised the hp to start over with new supplies. The tsr assisted the hp with removal of the cassette. The hp confirmed she removed the cassette and would start over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause was user error. The home patient (hp) stated that she noticed a kink in one of the bags and she further stated she pulled the spike out. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.